Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g1, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reporting right device thick breast capsule, seroma and patient reporting "noticed some lumps". Device has been explanted and replaced

Event description:
Healthcare professional reported right device thick breast capsule, seroma and patient reporting "noticed some lumps." The event of "noticed some lumps" is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). Visual evaluation: device photograph(s) for the device related to the reported event of seroma-late, lump/nodule and double capsule was reviewed on november 27, 2024. It is not possible to determine the lot number and catalog number of the photos provided. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe. ¿ lump/nodule: unable to observe. ¿ double capsule: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, right device thick breast capsule, seroma. And patient reporting, "noticed some lumps". The event of "noticed some lumps" is not device related. Device has been explanted and replaced with a non-allergan device.